Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that noise was displayed on this right ventricular (rv) defibrillation lead. The noise was oversensed and resulted in pacing inhibition. The patient has chronic atrial fibrillation and is pacemaker dependent. Technical services (ts) reviewed a faxed electrogram of the episode and discussed that most of the noise was not oversensed. An episode was not declared but pacing was inhibited for approximately three seconds. This pace/sense portion of this lead was surgically abandoned and the defibrillation portion of the lead remains in service. The previous surgically abandoned lead which remains implanted, was tested with good results and is now being used for pacing and sensing in the rv.